Event description:
It was reported that after the spaceoar placement procedure, a magnetic resonance imaging (MRI), the hydrogel was noted tinner than usual, therefore was considered that it migrated elsewhere. Later when a whole body computed tomography was performed, a hydrogel-like substance was near the pulmonary vein, there were a pulmonary embolism. The patient was asymptomatic. The nature of the substance was unknown, and the physician stated that the cause of the embolism was unknown. The patient stated anticoagulant medication, and his condition will be observed.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date, UDI and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement vascular. Imdrf patient code e050303 captures the reportable event of pulmonary embolism.